Manufacturer narrative:
(B)(4). The device is not available for evaluation, per the customer; therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the device or additional information be received, a follow-up report will be submitted. The root cause of this issue cannot be determined. A batch review was conducted and revealed that the product met all acceptance criteria for release. This is a single use device and will not be repaired.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv2 device had ruptured after filling. According to the reporter, the infusor was filled with dextrose 5% and 3400mg of 5-fu. The total fill volume was 92ml. Four hours after the infusor was filled, the nurse observed that the reservoir was ruptured. This was observed prior connecting the patient to the device. No report of patient injury or medical intervention. No additional information is available.